Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2012, and the patient was reimplanted with an auditory brainstem implant during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).